Event description:
It was reported that there was a stop of ventilation during use. There were no patient health consequences reported.

Manufacturer narrative:
The affected device was examined onsite by technician and a screen shot of the error codes was provided for further investigation at the manufacturer¿s site. Based on the review of the error codes it could be verified that the device had performed a restart on the date of event due to a faulty internal battery. It can be assumed that the user has interpreted this as a stop of ventilation. An overaged and deeply discharged internal battery will cause device restarts with device failure 40.2000 when in use with ac supply as the device periodically checks operation on internal battery for approximately 100ms. Ventilation continues with previous settings at the latest after 12 sec. When the ac supply is interrupted and no external battery is connected, a faulty internal battery will cause a device shut down. If device shuts down, an acoustical power supply failure alarm is generated for at least 2 minutes. However, in the current case a power supply failure was not reported. There were no patient health consequences reported. Replacing the internal battery remedied the issue. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Event description:
It was reported that there was a stop of ventilation during use. There were no patient health consequences reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that there was a stop of ventilation during use. There were no patient health consequences reported.